Manufacturer narrative:
Visual assessment of the devices showed the inserter tines and inner shafts of each device are bent. This condition is consistent with excessive force being applied in conjunction with off axis insertion. The inner grub screw on each device has been broken and a portion remains attached to the inner shaft. The anchor bodies were not returned for examination. The handles appear to have been exposed to some type of cleaning agent making functional assessment prohibitive. The anchors are broken in several pieces, it cannot be determined if all pieces were returned. Dimensional assessment is prohibitive due to the anchor returned condition. (B)(4).

Manufacturer narrative:
The site has reported that the device is available for evaluation, but to date has not been returned. (B)(4).

Event description:
During an anterior stabilization with mini open incision procedure it was reported that the initial anchor appeared to crack on entry, this was removed and another anchor implanted successfully. A second anchor was then prepared and the anchor broke after the surgeon attempted insertion. With both failed anchors, the appropriate drill and guide were used. Both anchors were removed with standard gillies forceps. One hole was left with no product. Surgery was delayed by 10 minutes. The patient was reported to have good, hard quality bone. The site prep was a normal approach using the drill and guide as provided.